Event description:
It was reported that the ventricular lead impedance, capture threshold and sensing amplitude varied. The lead was programmed to the unipolar configuration and the patient will be seen again in three months.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.